Event description:
On (B)(6) 2014, I had allergan textured breast implant done with natrelle 410 highly cohesive anatomically shaped silicone filled breast implants. The surgery was done by a plastic surgeon in (B)(6), dr (B)(6). In the past few weeks, I noticed some unevenness on the surface of my right breast and some soreness that comes and goes. Then I discovered about the recent recall. I have contacted allergan's distributor (B)(4) and have spoken with their general manager mr. (B)(6). I was told the distributor was aware of the recall and have then stopped using this product, and was told they have a legal team in (B)(6) dealing with this issue. My surgeon should have contacted me, but dr (B)(6) did not. I will go for a consultation tomorrow with dr (B)(6) to investigate what the problem is with my implants as I do not wish to wait until I develop anaplastic large-cell lymphoma (alcl) even though the chance is low statistically. Please let me how to proceed since allergan is responsible for this matter. FDA safety report ID# (B)(4).